Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 15. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025 the implant was removed upon patient¿s request. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.